Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Reportedly, the home pt's transfer set was connected to the pt line of the homechoice set at the time of the alarm. The home pt stated that they forgot to open the clamp on the pt line before initiating the prime cycle, which resulted in an incomplete prime. Baxter's technical service center assisted the home pt in ending therapy. Therapy was completed by setting up with all new supplies. No pt injury or medical intervention was associated with this incident, per the home pt.